Event description:
The following has been reported: biomed confirmed alarm and found failures in log. Pump running with no problems, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: the logs indicate an over-infusion occurring on (B)(6) 2022 along with a resistor drift issue earlier in the month. These two instances could be related and may point to a device issue. Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Overnight testing of pump was unable to replicate over-infusion error using same pumping settings as problem infusion, nor when extensively testing different admin sets and different pumping speed combinations. Research into logs revealed pump logic worked as expected during over-infusion event. Opened up pump to inspect resistor drive assembly and did not find anything wrong. Pump performed as expected. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.